Event description:
It was reported the catheter was being placed into (B)(6) pt's subclavian in the operating room of the vascular surgery unit. During removal of the spring wire guide from the catheter, the wire unraveled. As a result, the wire and catheter were removed as one. A new kit was opened and the catheter was placed successfully into the pt's jugular. There was no delay in treatment and no pt death or complications reported.

Manufacturer narrative:
(B)(4). Follow-up report will be filed, if additional information becomes available.